Manufacturer narrative:
Insulin pump was unable to prime test due to faulty force sensor. Insulin pump received with cracked case on display window corners, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that son's insulin pump was involved in the recall. The customer reported that patient had some unexplained low blood glucose. Customer's blood glucose went down to 27 mg/dl the other day. Offered to troubleshoot for low blood glucose, customer stated will advised son to call back to do the troubleshooting. The customer stated that they wanted to replace the insulin pump due to the scroll wrap feature. The customer was advised of replacement policy. No further information provided.